Event description:
The following event was reported: we got a request to revise hinge components. Left side. As per stryker rep: "worn bushes in hinge component. Revision due to wear and tear I¿m assuming. That¿s as much as I know."